Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to a recent rotator cuff injury; a revision to remove the total shoulder implants and replace them with a reverse total shoulder was necessary.